Event description:
International customer reports that a patient presented with an inflammation of the surgical site following breast reduction and abdominoplasty. The patient was returned to surgery for scar revision.

Manufacturer narrative:
Date sent to FDA: 05/18/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.